Event description:
The customer reported the ventilator stopped running and alarmed safety valve open (svd) while on a patient. There was no patient harm reported. The customer placed the patient on another device, and removed the ventilator from use. Respironics service technician reported an occlusion in the exhalation filter.